Event description:
I am sending a complaint about the kugel mesh patch. I've had a painful 7 yrs since it was placed in my abdomen in 2003. I had a gastric bypass in 2002 which I had no problems through the year. Then I got an incisional hernia. People do get scar tissue and adhesions from any surgeries, ok no problem, to be expected, cause and effect. But the kugel mesh was placed in my stomach immediately. Something started going wrong. This thing turned into a 2" ball that protruded out my stomach. My bowels started to shut down. Eating got more and more painful. The area got painful. I kept trying to relieve my bowels by taking enemas and laxatives. I must have taken over 20 enemas, drank bottles of citrate magnesia and milk of magnesia plus mineral oil. Still didn't go, but kept thinking sooner or later I'd relieve my bowels. So I kept eating small bits, that's all I could eat anyway. Twenty days later, I was so sick and in pain I started screaming, ran to bathroom praying god help. Collapsed between toilet and tub. Husband had to call ambulance. Dr said one more bite I would have burst. Tubes went down my throat next day. Emergency surgery and another hernia, all in 20 days. That's a reaction not a cause and effect. I had every symptom that you listed from extreme to not extreme. I sent you a fax just to confirm that this product was placed in my abdomen. To make a long story short, these problems happen again and again for 7 yrs, till now. Then my daughter who happened to work for FDA in (B) (4). Viewing the FDA site. The defect email info about recall mesh. Asked me if I'd like to read it. I did. Low and behold on my medical report, I had the recalled mesh placed in my abdomen. I almost felt relieved, I'm not crazy and finally I could show the doctors. At this time I'm so ill, I can no longer accept food. I've lost 20 lbs in a week and a half. Started having seizures, due to the rapid weight loss. My abdomen was in extreme pain, that I'd scream and cry after eating. I started looking severely malnourished. Couldn't even drink water, numbness, etc. Etc. Know I'm getting a doctor to understand my plight. They are going to place a legitimate mesh in my stomach. But the operation is risky because the mesh has now imbedded itself into my organs. The reason this is important is because I think you should put out another more aggressive recall. Because there are people probably dying or being misdiagnosed or like me suffering. Because they are unaware. No one ever informed me or sent me a letter about recall. I would have removed it right away. This mesh is extremely dangerous.